Event description:
It was reported that the pt presented with chest pain and imaging demonstrated that the ivc filter had migrated (direction unk) and one of the filter limbs was observed extending outside of the wall of the vena cava into the liver. In addition, it was reported that the filter was tilted; however, the degree of tilt was not known. Reportedly, clot had traveled through the filter. The filter was surgically removed in its entirety. Further info is pending.

Manufacturer narrative:
The lot number for the device is unk; therefore, a review of the device history records could not be performed. The filter is not available for return; therefore, a device evaluation could not be performed. The investigation is currently underway.